Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00431 thru 3012447612-2018-00447.

Event description:
It was reported that the threads of six closure tops fractured off, the tulips of six pedicle screws splayed open, and two sleeves would not attach to the pedicle screws during surgery. The procedure was completed using alternative closure tops, the same pedicle screws, and the sleeves were not used during the second half of the procedure. The closure tops installed within the six pedicle screws were not final tightened. There were no reports of patient impacts associated with this event. This is report five of 17 for this event.

Manufacturer narrative:
Updated event description as nine closure tops were reported as fractured. The closure top was not returned for evaluation, however, an image was provided. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of nine closure tops fractured off, the tulips of six pedicle screws splayed open, and two sleeves would not attach to the pedicle screws during surgery. The procedure was completed using alternative closure tops, the same pedicle screws, and the sleeves were not used during the second half of the procedure. The closure tops installed within the six pedicle screws were not final tightened. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information: (ethnicity). The returned device was evaluated. Visual inspection revealed the threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Event description:
It was reported that the threads of nine closure tops fractured off, the tulips of six pedicle screws splayed open, and two sleeves would not attach to the pedicle screws during surgery. The procedure was completed using alternative closure tops, the same pedicle screws, and the sleeves were not used during the second half of the procedure. The closure tops installed within the six pedicle screws were not final tightened. There were no reports of patient impacts associated with this event. This is report five of 17 for this event.